Manufacturer narrative:
The caregiver alleged that the distance required to bend in order to reach the patient (reported to be approximately 30cm (11.8 inches) when standing at the head of the progressa bed), resulted in the caregiver's severe back pain. It is noted that the caregiver was seen by a therapist for lower back pain and required 24/7 pain relief for the first four days following the event. Specific details of the therapy intervention and "pain relief" was not reported, however, it was reported that the caregiver was "problem-free" as of "last month." The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation or percussion/vibration therapy. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The bed's headboard is attached to the head end of the frame and goes up and down with the frame. The headboard can be removed for increased access to the patient's head. The IFU states "the caregiver can quickly remove or attach the headboard in a single step without the use of tools, to remove the headboard, grasp the headboard and lift straight up." An inspection of the bed cannot be performed due to the bed being "scrapped" prior to the awareness of this event; thus, it is also unknown the model/dimensions of mattress in use at time of the event. It is noted there was no indication that bed did not function as designed. Pain is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. In this event, the caregiver reported back pain which they stated required therapy and pain relief of an undisclosed type. Due to the sparsity of information, the exact severity of the caregiver's injury is unclear, however, based on the report that the caregiver required therapy and ¿24/7¿ pain relief, indicates medical intervention was required to preclude permanent impairment of a body structure or permanent damage to body function, concluding a serious injury occurred. The caregiver is now reported to be "problem-free¿, thus, it can be concluded that the event did not result in permanent impairment of a body structure or function. There was no indication of malfunction prior to the facility¿s disposal of the bed. A caregiver is commonly trained to practice/utilize proper body mechanics (standing and moving one's body correctly as well as making the best use of one's strength to prevent injury) during patient repositioning and transfers. Additionally, the bed's headboard could have been removed, the caregiver could have used a stable platform (stepstool), or the caregiver could have stood on the side at the head of the bed for closer access to the patient. Therefore, it is unlikely based on this information, that a malfunction or defect of the device caused or contributed to the patient¿s back injury. It is likely that use error (caregiver not removing headboard/stable platform and/or utilizing proper body mechanics) contributed to the serious injury. Based on this information, no further action is required. Device discarded.

Event description:
The caregiver alleged that the distance required to bend in order to reach the patient (reported to be approximately 30cm (11.8 inches) when standing at the head of the progressa bed), resulted in the caregiver's severe back pain. It is noted that the caregiver was seen by a therapist for lower back pain and required 24/7 pain relief for the first four days following the event. Specific details of the therapy intervention and "pain relief" was not reported, however, it was reported that the caregiver was "problem-free" as of "last month." This report was filed in our complaint handling system as complaint (B)(4).